Event description:
It was initially stated that the buttons were not responding on the insulin pump. It was then stated that the customer was hospitalized for high blood glucose and the reading was 1500 mg/dl. Troubleshooting was not possible due to the buttons not responding.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.